Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during preparation for use for an unspecified procedure the esg-400 generator issued error message e433. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus regional repair center (rrc) in india (returned to rrc on (B)(6) 2022). The evaluation/investigation confirmed the occurrence of error e433. This error message, which in the case at hand was most likely caused by a defect of the high voltage power supply (hvps) board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Thus, this event/incident was attributed to component failure. In addition, scratches were found on the housing of the generator which were most likely caused by wrong handling by the user and were therefore attributed to use error. However, they do not have any influence on the reported occurrence of error message e433. Furthermore, a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions, but the reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.